Event description:
It was reported that the charging pad for an ilet bionic pancreas was not functioning, with the indicator light no longer illuminating and the device not charging despite outlet changes and reconnection attempts. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included user troubleshooting over the phone and shipment of a replacement charger for continued use. Investigation of this case revealed a suspected failure of the external charger component consistent with a device power/charging malfunction, while an alternate flat charger functioned. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.